Manufacturer narrative:
A supplemental report is being submitted for device evaluation and correction. Correction h6: FDA device code(s) were corrected from a0705 and a04 to a0705. Product event summary: four (4) batteries (bat857762, bat812666, bat651622, bat651611) were not returned for evaluation. Review of the available autologs report revealed ten (10) power disconnect alarms involving bat857762, bat812666, bat651622, and bat65161, as wells as six (6) critical battery alarms with the battery capacity above 10% relative state of charge (rsoc) involving bat857762, bat812666, and bat651622. It is likely the observed power disconnect alarms contributed to the reported communication errors event. As a result, the reported communication errors and critical battery alarms events were confirmed, however, the cause of the reported critical battery alarm and observed power disconnect alarms could not be determined as raw log files were not available for analysis. The reported damaged cable event could not be confirmed. A power source lubrication procedure had been performed on bat651622 and bat651611 in accordance with the requirements under fsca cvg-18-q4-19 on 03-sep-2019. A power source lubrication procedure had been performed on bat812666 in accordance with the requirements under fsca cvg-18-q4-19 on 11-oct-2019. The battery bat857762 was lubricated prior to release. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported critical battery alarms involving batteries above 10% rsoc and power disconnect alarms may be attributed, but not limited to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed but not limited to the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the reported damaged cable event can be attributed but not limited to wear and/or the handling of the device. Additional products: d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de/ expiration date: 31-aug-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 27-aug-2019. Labeled for single use: no . (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date:31-oct-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 07-oct-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date:31-oct-2019 / serial #: (B)(4), UDI #: (B)(4). : device available for evaluation: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited communication errors. It was also reported that three of the batteries exhibited erroneous critical battery alarms and that one of the batteries had a damaged cable with broken, cracked and exposed wires. The batteries were replaced. No patient complications have been reported as a result of this event.